Manufacturer narrative:
The hill rom technical support found the nurse call function not enabled on the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support inserviced the account how to unable the nurse call function to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would not place a nurse call. The bed was located at the account. There was no pt/user injury reported. (B)(4).